Event description:
A distributor notified zoll that a (B)(6) male patient passed away on (B)(6) 2014 while in the hospital. At 22:11:28 on (B)(6) 2014, the lifevest detected asystole. A treatment was delivered at 22:12:47 during asystole. Asystole is considered to be a non-treatable rhythm. CPR artifact contributed to the false detection. The electrode belt was disconnected at 22:13:17. There is no indication that the treatment during asystole caused or contributed to the patient death.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The monitor was fully functional upon receipt. Electrode belt sn (B)(4) has not been returned to zoll for investigation. There is no indication that the treatment during asystole caused or contributed to the patient death. Device mfg date: monitor (B)(4): 08/2012. Electrode belt (B)(4): 05/2012.